Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84 and a 510k/PMA/bla number of (B)(6).

Event description:
The customer observed false non-reactive alinity I anti-hbc results generated for four patient samples. The following data was provided: all of the patients¿ historical results = positive. Current results: sample ID (B)(6) (65-year-old male) 0.91 s/co, repeat = 0.89 s/co. Sample ID (B)(6) (42-year-old male) 0.84 s/co, repeat = 0.82 s/co. Sample ID (B)(6) (70-year-old male) 0.8 s/co, repeat = 0.81 s/co. Sample ID (B)(6) (40-year-old male) 0.78 s/co, repeat results = 0.78 s/co, 0.81 s/co. All results on autobio platform = negative. No impact to patient management was reported.